Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated he had gastroenteritis and was asleep and could not wake up. No troubleshooting was performed. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.